Event description:
A report was received that during an implant procedure, the physician was tunneling the lead with the tunneling tool and noticed that a piece of the plastic from the distal part of the tunneler was missing. The missing piece of plastic was not removed from the patient and it is considered to be still inside the patient.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that during an implant procedure, the physician was tunneling the lead with the tunneling tool and noticed that a piece of the plastic from the distal part of the tunneler was missing. The missing piece of plastic was not removed from the patient and it is considered to be still inside the patient.

Manufacturer narrative:
Additional information was received that there was no problem related to the surgical procedure and the patient was doing well post-operatively. There will be no further course of action. The device has been discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that during an implant procedure, the physician was tunneling the lead with the tunneling tool and noticed that a piece of the plastic from the distal part of the tunneler was missing. The missing piece of plastic was not removed from the patient and it is considered to be still inside the patient.